Manufacturer narrative:
Evaluation summary: the device was evaluated on 01/08/2009. The reported condition of channel one that is not working was confirmed, and was found to be caused by an inoperative channel a pump head module keypad. The tech replaced the channel a pump head module keypad. The device passed all safety and functional testing. The device has been returned to the customer in operational condition.

Event description:
The facility rep reported an infusion pump with channel one that is not working. It is unk when the event occurred. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available.